Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead over-sensed noise and were appearing as atrial tachycardia events. The noise was suspected to have been caused by myopotentials. Noise was reproduced with isometrics in clinic. No intervention was performed. Patient condition was stable.